Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device determined the device was fully clip deployed and all components were undamaged and in their proper post clip deployed positions. The deployed clip was not returned. There was no anomaly detected, externally or internally, on the returned device. The reported misplacement of the deployed clip within the anatomy can be attributed to several factors including, but not limited to, patient anatomy, user technique and manufacturing/material issues. The reported loss of arterial pulsation and suspected device movement down into the artery may have contributed to the event by allowing the vessel locator to move away from the arterial wall, possibly allowing the mislocation of the deployed clip, but this could not be confirmed. There was no other reported, or detected possible user technique issue associated with the device, and no reported anatomical conditions that may have contributed to the reported event. The device revealed to be fully functional with no detected abnormality. Based on the investigation findings, the reported event is related to the operational context. No manufacturing or lot specific product quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint database for this lot revealed no other incidents with the reported failure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, all steps were followed collectlly, however, when raising the device 65 to 75 degrees pulsation of the artery was felt, but it was thought the device may have moved down into the artery slightly and pulsation of the artery was no longer felt. The clip was fired, but hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. The location of the clip is unknown. A 6fr sheath was used then upsized to a 7fr sheath during insertion of the device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device. There was no clinical significant delay in the interventional procedure. Though requested, no additional information was provided.